Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon attempted to lock in the constrained liner trial into the tm modular cup and the polar hole screw went through the liner trial and broke the plastic trial.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that there were no issues. Complaint history review was performed but no trend was evident.